Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation for the reported crack is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use

Event description:
This report summarizes one malfunction. A review of the reported malfunction indicated that model nnu10lpt drainage catheter allegedly experienced a crack. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old female. Weight was not provided for the reported patient.